Manufacturer narrative:
The device in question was returned to mmdg and evaluated for volumetric accuracy. It was found to deliver within mmdg's +/- 5% volumetric accuracy non-reportability range established by mmdg for intravenous pumps. The complaint was not confirmed, and thus not reported. That said, the pump was serviced during the window in which mmdg has discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump was used to investigate volumetric accuracy, this calibration shift could have led to incorrect laboratory test results. This is a retrospective filing. Because mmdg's laboratory test results are suspect, we have re-evaluated the complaint based solely on its description, in which the initial reporter stated the pump's volumetric accuracy was out-of-range. Mmdg is recalling all curlin 6000 and painsmart pumps manufactured between march 18 and november 6, 2015, as well as all curlin 4000 and all curlin 6000 and painsmart pumps that were recalibrated during servicing between (B)(6) 2015. These pumps will be recalibrated at mmdg. Mmdg will also require nfr (non-factory recertification) certified customers (including third party service contractors) to review their recalibration and repair logs since (B)(6) 2015 to identify all pumps that were recalibrated with potentially mis-calibrated sets. They will be asked to recalibrate those pumps. If they choose not to recalibrate those pumps, the pumps will need to be returned to mmdg for recalibration.

Event description:
As the initial reported stated: "under accuracy rate: 125 dose: 10 delivered 9.3" no patient was involved.